Event description:
It was reported that an ilet pump became unusable due to a cracked and progressively worsening display screen, consistent with a device screen integrity failure and pump hardware malfunction. Symptoms included no reported clinical effects. Outcomes included no impact on clinical status, with ongoing diabetes management supported by continued cgm use. Investigation included review of complaint details, shipment of a replacement device, and instructions to shut down the affected device and return it with provided labeling. Investigation of this case revealed a damaged display component that impeded normal operation, with no alerts or alarms reported. It was concluded that the device exhibited a hardware screen failure requiring replacement, and the replacement unit would require a standard startup process because data would not transfer.